Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: no defect was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The bb starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Tdd¿s were found to correctly reflect the users programmed basal rates. A delivery accuracy was successfully completed. Pump found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014, the patient had experienced a blood glucose (bg) of 522 mg/dl with abdominal pain and vomiting and an unspecified level of ketones. At the time of the call, the bg was 388 mg/dl and the vomiting had stopped. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. It was reported that the patient had a decrease in hydration level and there were recent changes made to the basal rate by their healthcare provider. It was determined by cts that the change in the patient¿s hydration level and an issue with the storage or quality of insulin contributed to the increase in the bg. This complaint is being reported based on the allegation of an adverse event associated with an unspecified insulin quality or storage issue.